Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Insulin pump was rewound, primed, and seated properly when the test reservoir was detected. No rewind anomaly, prime/fill anomaly or motor anomaly noted. Insulin pump was received with scratched case, cracked select button keypad overlay, stained keypad overlay, faded serial number label, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a rewind anomaly. Blood glucose level at the time of the call was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.